Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. One used decontaminated sample was received in plastic bag without its original packaging. Failure mode described by customer does not make sense because suction line was not connected with inflation system (inflation line and cuff). Therefore no aspirated material can go into the cuff. Under visual inspection we noticed that pilot balloon was detached from inflation line. This defect leads to cuff leak which might cause issues during suctioning. Another product was assembled in tijuana manufacture therefore secondary investigation was created and complaint sample was resent to this site. The returned sample was visually inspected at 12 to 16 inches and normal conditions of illumination according site visual inspection procedure. Inflation line detached from pilot balloon was observed and a lack of solvent was detected; thus, the failure mode reported was confirmed. Per trend review for this failure mode an escalation was performed to investigate it and determine the root cause. Escalation was initiated on under non-conformance report (ncr). Corrective actions was addressed and implemented through ncr.

Event description:
It was reported that the customer performed a suction, aspirated material went into the cuff. No patient injury was reported.